Event description:
The customer reported that insulin was leaking past the o-rings into the reservoir compartment. No further information was provided.

Manufacturer narrative:
Inspected one opened and used reservoir. Performed pre-fill reservoir per specifications. Reservoir failed per specifications. Found leakage anomaly during test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.